Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a dislodged grip pin at the distal end. There was also a frayed grip cable at the distal end. Signs of corrosion were also found on the instrument bearings.

Event description:
It was reported that the tip came loose on the prograsp forceps instrument. The procedure was completed with no patient harm.